Event description:
During a ptca procedure, the physician experienced difficulty in withdrawing the maverick2 monorail ptca catheter from the pt. It was also reported that as a result of the withdrawal difficulty, the tip of the balloon of the maverick2 monorail ptca catheter became damaged and streteched to twic it's original size. The maverick2 monorail ptca catheter was successfully removed. The lesion being treated was in the left anterior descending (lad) coronary artery. The procedure was successfully completed with another device. No pt injuries or complications were reported.